Event description:
During a left ophthalmic carotid aneurysm procedure, involuntary release of the subject device occurred in the aneurysm, one loop remained in the internal carotid artery, but was then removed. The pt suffered no clinical sequelae as a result of this event.